Event description:
The customer called to troubleshoot sensors and made mention of a hospitalization related to her diabetes. At the time of the customer's hospitalization, it is reported that her blood glucose was over 400mg/dl. Customer experienced diabetic ketoacidosis while wearing her insulin pump, landing her in the emergency room. At time of report, customer was not concerned with insulin pump function and declined troubleshooting for high blood glucose levels. Nothing further reported.